Event description:
On (B)(6) 2025, the user reported a blood glucose (bg) level of 400 mg/dl after setting up a new pump. The user had not been on a pump for several days and was unable to manage insulin during that time. The ilet resumed dosing to correct the elevated bg. No symptoms, external assistance, or medical intervention occurred.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.